Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of controller log files could not be performed since log files covering the reported event date were not available for analysis. As a result, the reported low flow alarm was not confirmed. This complaint is associated with a clinical adverse event. Information received from the site indicated that post operation, the patient had retroperitoneal (rp), gastrointestinal bleeding (gib) in small bowel and had tracheostomy. After two weeks a computerized tomography angiography (cta) scan revealed a large rp bleed and the patient was taken to interventional radiology (ir) for embolization of ileal lumbar and lumbar arteries. Three days later, the patient was extubated, then four days later the patient was reintubated and the next day had tracheostomy. Approximately two weeks later, the patient had upper gib, was transfused with packed red blood cells (prbcs), an esophagogastroduodenoscopy (egd) was negative. A video capsule showed some bleeding source in proximal small bowel, and a push enteroscopy at bedside was done that showed no source of bleeding. Gi enteroscopy sho wed an arteriovenous malformation (avm) which was treated with argon plasma coagulation (apc) and patient was started on octreotide. It was also reported that the patient experienced some right inguinal pain and general surgery was consulted but no treatment or intervention was done. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, the reported low flow event can be attributed, but not limited, to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, gastrointestinal bleeding and av malformations are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the patient had a complicated post operation course ventricular assist device (vad) implant, during the hospitalization the patient had retroperitoneal (rp), gastrointestinal bleeding (gib) in small bowel and had tracheostomy. After two weeks, the vad exhibited a low flow alarms, a computerized tomography angiography (cta) scan revealed a large rp bleed and the patient was taken to interventional radiology (ir) for embolization of ileal lumbar and lumbar arteries. Three days later, the patient was extubated, then four days later the patient was reintubated and the next day had tracheostomy . Approximately two weeks later, the patient had upper gib, was transfused with packed red blood cells (prbcs), an esophagogastroduodenoscopy (egd) was negative, a video capsule showed some bleeding source in proximal small bowel, and a push enteroscopy at bedside was done that showed no source of bleeding. Gi enteroscopy showed an arteriovenous malformation (avm) x2 which was treated with argon plasma coagulation (apc) and patient was started on octreotide. It was also reported that the patient experienced some right inguinal pain and general surgery was consulted but no treatment or intervention was done. Patient finally discharged home with international normalized ratio (inr) therapeutic with goal 2-3 and the vad remains in use. No further patient complications have been reported as a result of this event.